Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the overheating of the receiver could not be determined. A probable cause could not be determined. The patient dropped the receiver. Labeling indicates: if the dexcom g5 mobile receiver or dexcom g5 mobile transmitter is damaged or cracked, do not use it. This could create an electrical safety hazard or malfunction, causing possible electrical shocks resulting in injury. In addition, a damaged or cracked dexcom g5 mobile receiver or dexcom g5 mobile transmitter may cause the dexcom g5 mobile system not to function properly.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to the receiver window being cracked. Pictures were taken. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed all relevant testing. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).